Manufacturer narrative:
The product associated with this report has not been returned as the device was not explanted. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. The surgery has not occurred, so allergan has not received the device nor performed analysis at this time. Band slippage and irritation are surgical/physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Pt states "would like advice regarding allergies to lap-band (as) no weight loss since band fitted (following) x-ray, CT scan and transnasal gastroscopy (they were) told by the surgeon, the band had moved slightly, hence it not working, but (surgeon) unable to reoperate to reposition it, as my body had reacted to the silicone causing scarring around the original band area".